Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a robotic hysterectomy, anterior repair with an uphold mesh and axios transobturator tape (tot) sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon deployment of one of the uphold mesh arms into the right sacrospinous ligament, the dart broke off from the suture and stuck in the capio cage. Reportedly, the physician proceeded with the traditional repair, and the uphold device was not implanted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.